Manufacturer narrative:
Analysis was performed at the philips authorized repair facility by a bench repair technician (brt), who performed functional testing and found that the speaker produced audible sound. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, the speaker was replaced. The device was confirmed to be operational, and the device was returned to the customer.

Event description:
Philips received a complaint on the intellivue mx40 802.11a/b/g indicating that there was a speaker malfunction, but the customer was unsure of any audio. The device was not in use on a patient at the time of the event, so there was no patient involvement.